Event description:
Boston scientific received information that the terminal pin of this right atrial (ra) leadthe terminal pin separated from the lead while being removed from the device. This product is surgically abandoned and is out of service. A new ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.